Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the keyboard was not functioning. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, (B)(6) 2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the keyboard¿s three lights on the top right were blinking, and no keys would work. A field service engineer (fse) unlocked the top cover using the e-drawer key and reseated the universal serial bus (usb) cable. Fse found significant dust was found and cleaned with a damp towel. The fse logged into the application, accessed the desktop, and ran a full keyboard test in the hardware test application (hta). The station was then rebooted; the customer logged into station and confirmed the keyboard was functioning properly. The system functioned as intended after the field service engineer repaired the device.